Manufacturer narrative:
Medwatch sent to FDA on 9/19/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vascular event and impending necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of ischemia and necrosis: "contra-indications: do not inject into the blood vessels (intravascular). Undesirable effects: the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra in glabella. The patient developed a "vascular event and impending necrosis." A "vascular protocol" was applied to the patient by the healthcare professional.